Event description:
It was reported that the procedure was to treat a totally occluded in-stent stenosis of a vision stent in the left anterior descending artery (lad). Pre-dilatation was performed with a 1.5 mm balloon over the bmw guide wire without issue. The 2.5 x 28 mm promus was advanced, but resistance was observed on the guide wire, prior to entering the patient, so an attempt was made to remove it to wipe down the guide wire. While pulling it off of the guide wire, the distal shaft of the promus delivery system separated and the stent was pulled off. Both devices were removed together and a new guide wire and a new stent were used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The rx vision 2.75 x 23 mm (part#1007847-23/lot#8102241) is being filed under a separate manufacturer report number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: the promus stent delivery system (sds) was returned with thick dried blood visible in the guide wire lumen. The stent implant had dislodged from the balloon and was returned, confirming the reported dislodgement. The first three rows of the distal stent struts were slightly flattened and the middle of the stent implant was mangled. The balloon was returned with relaxed folds and was completely wrinkled. There were crimp marks on the balloon. Analysis was unable to determine if the crimps marks are between the markers due to the inner member bunching causing the balloon markers to have moved distally. The balloon had separated at the proximal seal, confirming the separation. The fracture face was jagged, which suggests that the separation may be related to tensile overload (material stress/fatigue). The proximal separated portion was not returned. The inner member had separated 23.5cm proximal to the proximal seal. The fracture face was jagged. The entire length of the inner member inside the balloon distal to the proximal seal was bunched. The inner member was also bunched 4cm proximal to the proximal seal for a length of 2 cm. The outer diameter of the guide wire was measured and met manufacturing criteria. A mandrel was not advanced through the guide wire lumen of the sds due to the severe inner member bunching. The proximal and middle stent outer diameters were measured and met manufacturing criteria. The distal stent outer diameters were not measured due to the damage noted. Factors that may contribute to the inability to advance/retract the sds over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. In this case, it was reported the guide wire was previously used in the patient anatomy; therefore it is likely that the build up of blood in the guide wire lumen of the sds and on the guide wire contributed to the difficulties advancing the sds. Additionally, as resistance was encountered, if force was applied, this would contribute to the shaft bunching, creating additional resistance. The attempts to remove the frozen sds from the guide wire would then contribute to the shaft separating and further damage to the sds. Additional handling during the attempts to remove the sds from the guide wire would have contributed to the noted stent damage and dislodgement. In this case, the reported difficulty advancing/retracting the sds over the guide wire, shaft separation, stent dislodgement, and noted damage to the sds appear to be related to the operational context of the procedure. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected and checked for proper guide wire movement on the manufacturing line. Additionally, all stent delivery systems are 100% visually inspected online for damage.